Manufacturer narrative:
The received translated medical notes were transferred to bioengineering for review. A report was received from bioengineering stating: from review of the revision surgical notes, there was no information that can aid the investigation into the cause of failure. Wear is known failure mode of total hip replacements and after 10 years of service, a certain amount of wear is to be expected. The rate of wear can be influenced by patient factors such as weight and activity level and surgical factors such as implant positioning and joint laxity. Without the products, patient information or x-rays to review it cannot be determined if there was excessive wear in this case and what factors may have contributed. A review of manufacturing records and complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the surgeon opened site, found the pseudo tumor. The surgeon removed the pseudo tumor as much as possible. Black foreign matter like metallic debris was found on the stem neck and contact area for sleeve of the stem. The surgeon was suspecting that the tissue reaction and metallic debris were due to mom.

Manufacturer narrative:
Examination of the returned devices by a depuy material scientist found evidence that suggests taper corrosion occured between the (B)(4) hip stem and the cocrmo femoral head. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies. Review of provided patient x-rays finds the devices appear to be placed in proper position. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.